Event description:
It was reported that the physician had trouble fixating the two implantable pacing leads (ipl) during initial implant. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the tines/lobes of the lead became extrinsically distorted. (B)(4).